Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/22/2019. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Yellow and orange material was observed on the shell surface. The mentor product analysis lab discovered a rent at the patch junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. Mechanical testing was conducted on complaint: samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded the international standards. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the . All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor performs 100% inspection and testing of all devices prior to release. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. A manufacturing record evaluation was performed for the finished device 6412032 number, and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with an unknown mentor gel implant (right) and a 300cc mentor memorygel breast implant (left) experienced bilateral ptosis and left sided rupture post procedure. As a result, the patient had a breast reduction and the left implant replaced with another a 300cc mentor memorygel breast implant. This implant relates to the left prosthesis. See 1645337-2019-12627 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4). Mentor had submitted a correction in psr-q2-7-31-2019 based on information received on 2/14/2019 that mentor had become aware of upon a 5/14/2019 review.